Event description:
Found during routine testing. Customer called to report illuminated service wrench icon on device. Fault code logged indicates ECG preamp out of specification in a manner that could affect device use during patient care. There was no patient associated with the report.

Manufacturer narrative:
Customer reported that device is not being repaired due to age of device and another AED was purchased to replace it.